Manufacturer narrative:
Based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the perforation is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of perforation, ventricular was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements, loss of capture (loc) and decreased r-wave signal amplitude measurements one day post implant. A computed tomography (CT) scan was performed and confirmed a lead perforation. It was noted that a lead revision procedure was scheduled for a future date. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements, loss of capture (loc) and decreased r-wave signal amplitude measurements one day post implant. A computed tomography (CT) scan was performed and confirmed a lead perforation. It was noted that a lead revision procedure was scheduled for a future date. No additional adverse patient effects were reported. Available information indicates this device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.